Manufacturer narrative:
The pump was received with cracked and bleeding lcd glass. Unable to perform functional test or download unit due to physical damage to display. Unit received with missing display window cover, minor scratched lcd window and case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump is damaged and the case is broken. Customer's blood glucose was unknown at the time of incident. No further details given.